Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last 6 months to a year prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. Nothing will be returned per facility policy.